Event description:
It was reported that, there was an allegation of this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recording an episode due to t wave oversensing. The physician requested to review the episode, nonetheless there was no data available. Technical services (ts) discussed troubleshooting option and provided recommendations. Additional information was received which indicated that, the patient had several inappropriate shocks due to oversensing. Initially the patient had a frequency dependent left bundle branch block, currently the patient has a permanent left bundle branch block. The technical services (ts) provided troubleshooting options, a new template was saved and the time to therapy was extended. This s-ICD remains in service. No additional adverse patient effects were reported.